Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity in early 2018 was nine years and it had steadily decreased to the most recent longevity estimate of 2.5 years. No patient complications were reported and the pacemaker remains in service. The physician planned to closely monitor the longevity going forward until explant status is reached. Additional information was received that this pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity in early 2018 was nine years and it had steadily decreased to the most recent longevity estimate of 2.5 years. No patient complications were reported and the pacemaker remains in service. The physician planned to closely monitor the longevity going forward until explant status is reached. Additional information was received that this pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: refer to section d.6.b. For corrected explant date. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity in early 2018 was nine years and it had steadily decreased to the most recent longevity estimate of 2.5 years. No patient complications were reported and the pacemaker remains in service. The physician planned to closely monitor the longevity going forward until explant status is reached.